Manufacturer narrative:
Event date was not reported and was approximated to (B)(6) 2021.

Event description:
It was reported that the balloon broke off inside the patient, and the patient is now deceased. A 16mm x 4cm x 120cm xxl esophageal balloon dilatation catheter was selected for use in a procedure. The balloon broke off in the patient. The balloon became stuck in the sheath and was able to be pulled out of the patient. It was reported the patient is now deceased, but reported to not be related to the broken xxl balloon.

Manufacturer narrative:
B3. Date of event: event date was not reported and was approximated to (B)(6) 2021. Device evaluated by manufacturer: received xxl device for analysis. Part of the device was received detached and was inserted in the customers introducer sheath. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The balloon was attached to a part of the shaft that was detached from the device. A visual and tactile examination identified a shaft break 3mm from the proximal balloon bond. A visual examination identified no issues with the tip of the device that could have contributed to the complaint incident.

Event description:
It was reported that the balloon broke off inside the patient, and the patient is now deceased. A 16mm x 4cm x 120cm xxl esophageal balloon dilatation catheter was selected for use in a procedure. The balloon broke off in the patient. The balloon became stuck in the sheath and was able to be pulled out of the patient. It was reported the patient is now deceased, but reported to not be related to the broken xxl balloon.